Event description:
On (B)(6) 2025, a patient underwent a powerport m.r.I. Isp placement surgery, for diagnosed with colon cancer during which blood vessels were punctured and the port was successfully placed at the designated harbor seat location. On (B)(6) 2025, a few days post-port placement, the catheter associated with the implanted port was allegedly broken. It was also reported that the broken part had migrated below the cavo atrial junction and the patient experienced pain. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical sample was not returned for evaluation, one x-ray image and one electronic photo was provided for review. The x-ray shows the catheter ¿descending¿ from the right jugular vein, ¿distally¿ forming a loop in the right atrium; the tip lies at the level of the subclavian vein. The entire catheter is not fully imaged in the neck. The port is not seen. In this case, the catheter has separated from the port shortly after device implantation. The photo shows the label in which product details was mentioned and verified with tw details. Therefore, the investigation is confirmed for the reported catheter fracture, material separation, and migration issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a powerport m.r.I. Isp placement surgery, for diagnosed with colon cancer during which blood vessels were punctured and the port was successfully placed at the designated harbor seat location. On (B)(6) 2025, a few days post-port placement, the catheter associated with the implanted port was allegedly broken. It was also reported that the broken part had migrated below the cavo atrial junction and the patient experienced pain. The current status of the patient was unknown.